Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that anomalous readings were seen in a stored egm. Technical services was contacted to determine if it was noise or electro-magnetic interference. The result was inconclusive. It was suggested that testing for reproducible noise occur at the patients next follow up. No adverse event was reported.